Manufacturer narrative:
Corrected data: h3- device evaluation: "with moisture" should be removed from previous MDR. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a micro centrifuge vial with residue and moisture on the lens. Visual inspection found residue on the lens as well as the optic and haptic deformed. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -7.0/+1.5/045 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to elevated iop. The cause of the event is reported as unknown. The problem was resolved after explant.